Event description:
It was reported that the patient presented with pre-operative diagnoses of severe degenerative disk disease l5-s1, right-sided herniated nucleus pulposus l5-s1, and discogenic radiculopathy. The patient underwent the following procedures: transforaminal lumbar interbody fusion l5-s1. Posterolateral lumbar fusion l5-s1. Posterior non-segmental pedicle screw instrumentation from l5 to s1. Application of prosthetic device using a titanium mesh cage at l5-s1. Autologous bone graft in same incision using the local lamina bone. Use of bone morphogenic protein using the infuse system to obtain the fusion at l5-s1. Supervision fluoroscopy in which fluoroscopy was used to perform the above procedures of placement of cage and pedicle screws and rod. Per the operative notes, after the surgeon was down to good punctate bleeding bone, a rasp was used to further open up the surface and in addition, the anterior portion of the l5-s1 end plates, a curved osteotome was used to break down the anterior end plate to release this area to get good quality bleeding bone, after which a local bone graft that was taken from the lamina was impacted into the anterior one-third of the intervertebral space, after which the bone morphogenic protein was allowed to rehydrate and it was bound to cellulose carrier a minimum of 17 minutes, after the cellulose carrier was wrapped up in small tubes, and this was packed in just posterior to the anterior bone graft within the intervertebral space. After the bone morphogenic protein and cellulose carrier were placed in the cage, after pre- measurement, it was determined that a size 8 titanium mesh cage would fit the interspace. Additional bone graft was packed within the cage and then cage was placed within the intervertebral space within the posterior one-third of the vertebral body, sandwiching the bone morphogenic protein between the cage and anterior autograft. The position of the cage was then checked under c-arm imaging and found to have adequate position of the cage, after which the construct was placed under poster ior compression off the pedicle screws and rods and locked into place. No patient complications were noted. The post-op diagnoses include degenerative disc disease and discogenic radiculopathy. Reportedly, the patient developed unspecified injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.